Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at insertion site. The customer also alleged that did not getting the insulin because the infusion set came off. The customer reported blood glucose value of 589 mg/dl. The customer had an emergency medical service dispatched, taken to emergency room visit and intensive care unit treated with IV insulin drip, insulin pump and manual injection for hyperglycemia. The reported bleeding was treated with emergency medical service dispatched, emergency room and hospitalization. The event involved products mmt-1884, mmt-7040a, mmt-213a and mmt-332a. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for sensor alerts. Customer is unable to run a transmitter test. Customer was advised to try another sensor. Troubleshooting was performed for site issues. Advised to insert sensor in a different location and monitor site. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-213a. No product return is required for mmt-332a.